Event description:
Unit was on but not heating. Maintenance found the three phase breaker was tripped. When the maintenance reset it the operator went to set the switch from 'standby to 'on'. At this time the operator felt a shock and witnessed a bright noisy flash. The operator got a tingle in their fingers which caused them to touch the countertop behind. Steris technician found the heater coil was burnt out and the ground wire from the chassis to heater plate was burnt and contractor points blackened. Tech replaced heater assy and contactor and repaired ground wire.